Manufacturer narrative:
Additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. The new information states that there are not casually or relationship between the previously identified complications and the smith and nephew device, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that on literature review "modified iliotibial band tenodesis versus lateral extracapsular tenodesis, to augment anterior cruciate ligament reconstruction: a 2-year randomized controlled trial", 2 patients in the group #2 had a contra-lateral acl rupture after an acl reconstruction augmented with a lateral extracapsular tenodesis procedure using a biorci-ha screw and richards staple. The events were resolved by additional surgery. Patients outcome are unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Cite: porter, m., & shadbolt, b. (2022). Modified iliotibial band tenodesis versus lateral extracapsular tenodesis, to augment anterior cruciate ligament reconstruction: a 2-year randomized controlled trial. Anz journal of surgery, 92(9), 2247¿2253. Https://doi.org/10.1111/ans.17795.